Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4) 1644408-2021-00080; 508-36-101, s817 - dissociation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Patient had a glenosphere disassociate from the baseplate. The surgeon impacted the glenosphere on the taper and replaced with a new liner also. 73 yr old male.